Manufacturer narrative:
There were no related cpf defects reported for this machine. Returned four-position line clamp was visually inspected and confirmed that clamp holder was broken. Tabs on white clamp insert holder was broken or stretched, allowing inserts to fall out of holder. It was also determined that returned clamp stop tabs which hold clamp in occluded position were either worn or broken, so that clamp no longer stopped securely in closed postion. This condition occurred with normal use. Saftely analysis: if clamp fails, operator can clamp line with a hemostat or install a luer cap onto line. Cs3 operator's manual, version 1995/10, recommends in section 3-43 that lines going through line clamp be double clamped to eliminate any unwanted leakage, even when machine clamp is operating properly. Also, it should be obvious ot user not to use clamp if it is broken. However, if a facility chooses to use clamp when broken and not double clamp, unanticiapted saline leaks ot the pt can result. Follow-up action: above info indicates that line clamp failure described in this complaint was generated by a broken clamp assembly. This issue will continue to be trended as part of the co corrective action system and management review team. Any further investigations, analyses, and/or corrective action review process.

Event description:
During a dialysis treatment, a four position line clamp broke. There was no pt injury or medical intervention.